Event description:
While using the nustep equipment during a physical therapy rehabilitation session, the left 'arm' of the equipment came loose, swung downward, and struck the pt in the left knee. The pt did not sustain any acute trauma or injury.